Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device stopped running during pretest. Therefore, the reported condition was confirmed. It was determined that this was most likely due to damaged vanes. The assignable root cause was due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the motor device was not working at all. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.